Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available for evaluation. However, if the customer decides to send in the sample, a follow-up report will be submitted once the evaluation has been performed. A batch review cannot be performed since there was no lot number provided.

Event description:
A customer reported to baxter (B)(4) of a secondary clear link set that had a no flow upon connection to a primary set. The process step was during use; however, patient involvement or injury is unknown at this time. No additional information is available at this time.